Event description:
Disposable major pack-lf when opened found to be missing 1 lap sponge total count should be 10. Lot#: 17kk1262, reordered no: (B)(4).

Event description:
Disposable major pack-lf when opened found to be missing 1 lap sponge total count should be 10. Lot# 17kk1262, reordered no: (B)(4).